Manufacturer narrative:
The customer's complaint history was reviewed for the past 12 months; this is their only report if this nature. The complaint history and DHR were reviewed for lot 1005643h; there were no add'l complaints received and the product was released having met specs. The root cause of the customer's complaint is unk. A sample was not returned for this investigation. While a sample was not returned, an internal investigation has been implemented for complaints of a similar nature. An in-process cracking pressure screening test was implemented in mfg. Quality assurance is closely monitoring complaint receipts as part of the effectiveness review for this activity. (B)(4).

Event description:
A sales promoter reported that during the last phase of a cataract/vitrectomy surgery, the infusion line did not eject air when the surgeon turned on the fluid/air exchange (fax) mode. Both footswitch and touch screen controls were fine and fax button displayed "on". The line was free from any possible type of obstruction. However, the air flow was absent. After three unsuccessful attempts to perform the fax, the surgery was successfully completed manually with a syringe. There was not clinically significant delay in surgery and no pt harm reported.